Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp did not know the cause of the air in line. The hp explained that she discarded the sample and did not know the lot number. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during drain 1 of 4. The baxter technical service representative (tsr) explained the message to the home patient (hp) and assisted them to cycle power on the machine. The hc alarmed se 3267. The tsr informed the hp to start over using new supplies. There was no cause identified for the se 2240. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.